Manufacturer narrative:
Additional info: h6. The complaint is confirmed. One unpackaged ar-9811 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage on the tip. Visual inspection found a piece of the ceramic face is missing a piece leaving a hole. The electrodes are still attached to the ceramic face. Also, it was observed that the tip was burned. The most likely cause is attributed to a user error by prying/levering the device against hard bone or other instrumentation during use.

Event description:
It was reported that during a shoulder arthroscopy the tip of the ablator detached. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 26-apr-2023:it tore and got detached. Nothing remained in the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.